Event description:
At an unk date in (B)(6) 2010, a pt was implanted with a gore viabahn endoprosthesis. The pt reported to gore that in (B)(6) of 2010, she fell and experienced very intense pain in the leg the next day. The pt presented to the hospital, and the physician reported that the stent had fractured. The fractured pieces were removed surgically. At an unk date, the pt's leg was amputated below the knee, due to restenosis in the leg. At an unk date, the pt presented with an infection. The physician removed an additional piece of the stent, and performed an above knee amputation. Further investigation is pending.